Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the subject device was not returned to the omsc for evaluation.omsc could not reviewed the manufacture history (DHR) of the subject device because more than fifteen years passed since the subject device had been manufactured.the exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc there was the possibility that the reported phenomenon was attributed to the failure of the transmission of the image signal due to unstable electrical contact. It might be caused by the wear of the unlocking lever due to the repeatedly long-term use.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the endoscopic image was not often displayed. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated and the unlocking lever of the video connector socket had failure. There was no report of patient injury associated with this event.